Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were at times intermittently responsive or hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the keypad was peeling at the up arrow. The contrast, ok, and down arrow buttons had an intermittent response. The up arrow button responded properly. None of the buttons were hypersensitive. The ok and down arrow button contacts were inverted when the keypad was removed. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.